Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected field: a2 (age), g2. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had an alarm of temperature exceeded limit. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer the pump stopped pumping and would resume when start was pressed. The customer attempted to power down the pump and restart it; however, the pump still would not pump. The customer switched for another cardiosave, before calling into the esp line. Esp personnel asked it the alarm was system over temperature, the customer throught it said something like temperature exceeds limit. Esp personnel recommended to send the pump to biomed.

Event description:
User called into emergency support program line to request support with pump that had an alarm of temperature exceeded limit. The customer stated the pump stopped pumping and would not resume when start was pressed. The customer attempted to power down the pump and restart it; however, the pump still would not pump. The customer stated they changed the pump before calling into the esp line and they thought it is something like temperature exceeds limit. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.